Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, phenomenon (1) nozzle unit got clogged with the foreign object and phenomenon (2) acoustic lens has a chip (damage level; it reaches the adhesive layer), were confirmed. Regarding phenomenon (1): it could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with instructions for use (IFU). No further information could be obtained. Regarding the phenomenon (2), it was determined that the event was due to physical stress such as falling/impact. The possibility that there is a mishandling at the facility has been indicated as well as the possibility that increase of used hour leading to wear or damage of the device. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the grip and scope cover has a scratch, light guide lens and autoclavable rubber has a chip. Also, connecting tube has a buckling. Due to wear of angle wire, the play of the upward/downward angulation control knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material clogged in the nozzle unit. Also, acoustic lens has a chip with the damage level reaching to the glue layer. There were no reports of patient involvement.